Event description:
It was reported that prior to the implant of a transcatheter valve in a previously implanted medtronic surgical aortic valve, a pre-implant dilatation was performed using 20 millimeter (mm) by 40 mm compliant balloon, and two inflations were performed as the first inflation was suboptimal. The delivery catheter system (dcs) was advanced over the medtronic guidewire without difficulty. During the deployment of the valve, the patient remained stable, and the valve depth was confirmed under echocardiographic guidance. Following full deployment, post-implant measurements confirmed the valve was well-positioned with expected gradients. However, fluoroscopic imaging was performed that revealed an aortic dissection. An echocardiogram was performed that identified an intimal flap originating at the sinotubular junction (stj) extending into the ascending aorta. During this time, the patient remained hemodynamically stable. The patient was transferred to the operating room to undergo surgery; however, during transport, the patient began to decompensate. During surgery, the transcatheter valve and previously implanted surgical aortic valve were explanted. Examination of the aorta revealed a double lumen consistent with dissection originating at the stj near the non-coronary cusp (ncc). Surgical repair was performed with replacement of the ascending aortic using a valved conduit. Despite surgical repair, the patient developed progressive hemodynamic instability with right ventricular heart failure, and the patient died intra-operatively. Per the physician, the aortic dissection was possibly caused by the pigtail injection over the ncc. It was noted that injector pressure was maintained at 600 pounds per square inch (psi) and minimized contrast dosing.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012402674); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1., b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: computed tomography (CT) imaging provided from on (B)(6) 2025. The native aortic valve appears bicuspid, with only two sinuses visible. The previously implanted surgical aortic valve (sav) is identified as a medtronic valve. The sav size is estimated to be 23 mm based on CT annulus measurement. The annulus perimeter is 53.4 mm, corresponding to a perimeter-derived diameter of 17.0 mm, which supports the use of a 23 mm evolut valve per the sizing matrix. Sinus of valsalva (sov) diameters and sinus heights are within the recommended range. No evidence of dissection is seen. The ascending aorta is dilated. The aortic root angle is 61°. Imaging services case report provided from on (B)(6) 2025. The findings in the case report are consistent with the CT imaging review, except for the sinus heights and additional information on possible anomalous right common artery (rca) originating from left coronary cusp (lcc). The case report indicates that all sinus heights are below the recommended minimum of 15 mm, with a mean sinus of valsalva (sov) height of 10.7 mm. This discrepancy may be due to the placement of nadir markers at a lower point compared to the CT review noted above. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a previously implanted medtronic (mosaic) surgical aortic valve, a pre-implant dilatation was performed using 20 millimeter (mm) by 40 mm compliant balloon, and two inflations were performed as the first inflation was suboptimal. The delivery catheter system (dcs) was advanced over the medtronic (confida) guidewire without difficulty. During the deployment of the valve, the patient remained stable, and the valve depth was confirmed under echocardiographic guidance. Following full deployment, post-implant measurements confirmed the valve was well-positioned with expected gradients. However, fluoroscopic imaging was performed that revealed an aortic dissection. An echocardiogram was performed that identified an intimal flap originating at the sinotubular junction (stj) extending into the ascending aorta. During this time, the patient remained hemodynamically stable. The patient was transferred to the operating room to undergo surgery; however, during transport, the patient began to decompensate. During surgery, the transcatheter valve and previously implanted surgical aortic valve were explanted. Ex amination of the aorta revealed a double lumen consistent with dissection originating at the stj near the non-coronary cusp (ncc). Surgical repair was performed with replacement of the ascending aortic using a valved conduit. Despite surgical repair, the patient developed progressive hemodynamic instability with right ventricular heart failure, and the patient died intra-operatively. Per the physician, the aortic dissection was possibly caused by the pigtail injection over the ncc. It was noted that injector pressure was maintained at 600 pounds per square inch (psi) and minimized contrast dosing. Additional information was received that the dissection occurred during the injection with the non-medtronic pigtail catheter located in the coronary artery (ca). According to the physician, the dissection was caused by the initial injection with the pigtail and was not caused by the valve or dcs since it occurred well before the system was passed through the patient. The physician indicated the guidewire did not cause or contribute to the dissection. The patient's dilated aorta and friable tissue made the anatomy thinner which was a contributing factor to the dissection. The physician stated that the death was caused when the patient was taken off of the pump and reversing protamine levels caused right ventricular dysfunction, but the dissection and the patient's underlying medical history worsened the condition. The medical team indicated that the valve did not cause the patient's death.

Manufacturer narrative:
Updated data: h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.